Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly and motor error alarm. Customer's blood glucose at time of incident was unknown. The customer stated the esc button and bolus button stopped working. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer was unable to troubleshoot for motor error alarm due to button unresponsive. The customer was advised that the device would be replaced because of button error. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump had unresponsive esc and act buttons due to an unlocked lcd keypad connector. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify the motor error alarm, weak battery or failed battery test alarm due to the unresponsive button. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked case at the reservoir tube window corners and a missing end cap sticker.